Manufacturer narrative:
The device was returned to zoll medical corporation. The customer's report was not replicated or confirmed. The device passed shock testing, bench handling, and visual inspection without duplicating the report. Inspection of the device found no damage or burn marks on the front keypad. The device was recertified and returned to the customer. Review of the device log found no indication of a device malfunction. All shocks and manual self tests were within specification. Based on the r series design, the device doesn't have any high voltage circuitry underneath the front panel or exposed high voltage wiring. Analysis of reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant indicated that a nurse received an unintended delivery of energy while performing the 30 joules test. Complainant indicated that the nurse received a very small shock and did not get hurt due to the reported malfunction.